Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 was sticking. The customer stated that this malfunction took place when dispensing medication to patients. However, there were no delays and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 enhanced full height cubie drawer in the auxiliary was sticking. A field service engineer inspected the drawer slides and confirmed that the drawer was in good condition and bearing cages were properly positioned and then noticed that the front-row cubie (5-wide) appeared to be sticking up, potentially rubbing against the drawer shield. A fse ejected all pockets and discovered some packaged pills inside and then cleaned up all debris to ensure smooth operation. Diagnostics were performed, and the diagnostics acceptance test was run and passed successfully. The system functioned as intended after the field service engineer repaired the device.